Manufacturer narrative:
Blood was observed on the adhesive pad. Download data showed no timeouts or drive stalls and no alarms were generated. Fluid path testing found fluid able to flow through the complete fluid path as intended. No damages or defects were observed on the bottom housing, e-seal or formed needle that would have contributed to the observed blood or reported event. The exact cause of the reported event could not be determined.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient was unable to see their physician in person and spoke with them via message. The pod site was red and had discharge/pus was coming out of it. The patient was given a prescription antibiotic as treatment, and reports removing the pod prior to messaging their physician.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.